Event description:
The customer reported that when they attempt to power on the unit, the screen is blank, the alarm led flashes and the device alarms vent inop. There was no patient harm. It is unknown if the device was on a patient at the time the event occurred.

Manufacturer narrative:
The customer returned cpu, mc and pm pcbas were installed in an fi test ventilator and tested by repeatedly cycling through power-up and shut down in different configurations. Additionally the ventilator was run continuously for one hour. No failures were found.